Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 18 applications were performed with balloon catheter 2af284 with lot number 24976, without any issue on the date of the event. A clinical issue occurred during the case. There is no indication of relation of adverse event to the performance of the cryo device. The physical product was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, phrenic nerve palsy (pnp) occurred. The case was completed with cryo. The patient was asymptomatic at discharge; however, it was unknown if the pnp fully recovered. No further patient complications have been reported as a result of this event.